Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for mlp-019312 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic for their second weekly review. The driveline was noted to have green exudate on dressing. A superficial area of slough and erythema was noted around the driveline exit site. A driveline swab was taken. The patient was admitted to the hospital for intravenous flucloxicillin and abdominal ultrasound to assess for tracking. The driveline had migrated externally with 2 cm of velour outside of the skin on day 1 post implant. The driveline migrated further prior to discharge from initial implant admission despite re-suture by the surgical team. The patient remained in the hospital. Further investigation was awaiting imaging to ascertain the extent of the infection and to titrate the antibiotic treatment course. The patient had c-reactive protein of 42 and normal white cell count. A driveline swab showed no growth and was being reincubated. The driveline was mobile with velour outside the skin 2 to 5 cm. Tissue had not granulated. The patient was at home. The patient continued on oral antibiotics. The account planned to re-swab when the antibiotics were completed.